Event description:
The hospital reported a malfunction of the bellows during a case causing a loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure relief valve assembly was cleaned and reseated to resolve the issue. No patient information provided to date after attempts 01/20/22 and 01/25/22. Unique identifier: (B)(4). Legal manufacturer: (B)(4).